Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the differential preserve check valve was defective. The fse replaced the check valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system was generating vote outs for differential parameters. Erroneous results were not generated. There was no change or effect to patient treatment.